Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the patient sustained an inadvertent burn injury during energy activation with an unspecified instrument. The erbe viodv generator was used during the procedure with the following settings: monopolar cut-auto (3); monopolar coag-swift (3); and bipolar coag-soft (3) with autostop on. The grounding pad was properly placed on the patient and did not appear to have any defects or issues. A burn injury was observed on the right flank of the patient, and described as red and superficial, consistent with a first-degree burn. There was no bleeding associated with the event. The surgeon treated the area with mometasone ointment; excision or debridement was not required. The cause of the incident remains unknown, as there was no evidence of electrical arcing during the procedure. The surgery was successfully completed robotically. The patient experienced no postoperative complications and there are no concerns for long-term issues. The patient has since been discharged. An intuitive surgical inc. (Isi) technical support engineer (tse) was notified of the incident and advised that an isi field service engineer (fse) would be dispatched to the site for further investigation. The procedure continued as planned and was completed successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.